Event description:
It was reported that lead dislodgement on both the ra and rv leads due to twiddlers syndrome was observed. Both leads were explanted and replaced. The patient condition was fine post surgery,

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.